Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 20 may 2020: lot 174792: (B)(4) items manufactured and released on 27-nov-2017. Expiration date: 2022-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 year and 2 months after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed and I&d and an insert swap and the surgery was completed successfully.